Event description:
It was reported that the patient was experiencing discomfort during trial. The patient leads were pulled and was reportedly doing well after. The explanted products were discarded by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), and batch: 7200182.